Manufacturer narrative:
Source: this product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that prior to implant, the helix of the atrial lead failed to extend. A different atrial lead was used to resolve the event. The patient was stable following the procedure and there were no adverse consequences.